Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using retainers the patient reported, "I finished aligners and am wearing my first retainer. I've been wearing it for 1 day. The pain is a sharp, shooting nerve pain in my upper, front left tooth every time I drink water or talk for more than a few words. It is not the normal pressure/discomfort. I have not experienced any pain like this with the aligners. My teeth are not loose. Lots of tooth pain/sensitivity from retainer, especially top front teeth. The front left tooth is extremely painful when drinking or talking, enough so that I have to take the retainer off. (B)(6) 2024 new set of retainers are still very painful and uncomfortable even after new impression kit. On 2nd and 3rd tooth from front on right side, I noticed small areas of discoloration that are new since starting the retainer. (B)(6) 2024 I went to the dentist last week. The discoloration isn't a problem, but the retainer fit was poor. She said the top retainers are pushing too hard on my teeth, and both sets are too long. I'm having retainers made through the dentist because of this. The latest set arrived after that appointment but fits even worse than the previous one."

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.